Event description:
A 5-mm smith and nephew morcellating hysteroscope was used on the patient. "The hysteroscope was brought into the uterine cavity and there was a uterine polyp in the right side anterior uterine body. The morcellator was brought into the field and an attempt was made to accomplish window lock; however, there was malfunction in the pedal apparently and no window lock could be achieved. An attempt was made to morcellate the polyps without window lock; however, because of the lack of control of fluid dynamics, this was not possible. The attempt to morcellate with the smith and nephew morcellator was abandoned. The hysteroscope was withdrawn and sharp curettage was done through the entire uterine cavity."======================manufacturer response for hysteroscopy system foot switch, smith and nephew (per site reporter).======================representative will pick up device and analyze the foot pedal. Will replace with another foot pedal.